Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing in several episodes. As a result, the patient was hospitalized and the s-ICD system explanted and replaced for a transvenous system. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded at the healthcare facility.